Event description:
The customer reported to beckman coulter that a leak was found inside the coulter act diff hematology analyzer. The leak was noted during start-up while the customer was troubleshooting a vacuum failure. The customer was wearing gloves and a lab coat when the leak was found. There were no reports of injury or exposures to any laboratory personnel. No erroneous results were generated by the system.

Manufacturer narrative:
The beckman field service engineer (fse) contacted the customer by telephone. The customer reported to the fse that they were able to effectuate a repair of the leak. The customer stated that the leak was caused because the baths of the instrument were overflowing. The customer replaced the tubing for the drain of the baths and the leak was repaired. (B)(4).